Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the patient developed severe acidosis (ph 7.06) and marked subcutaneous emphysema of the face. The procedure was converted to open surgery due to patient safety concerns. The surgeon believes that co2 insufflation and co2 accumulation, which the anesthesia team could not fully compensate, contributed to the complications. The procedure was converted to open surgery to discontinue pneumoperitoneum. The anesthesia team treated the acidosis and subcutaneous emphysema via anesthetic/ventilatory management and postoperative monitoring. The patient tolerated the conversion. There was no injury to the patient. There was no system or instrument malfunction prior to the procedure conversion. No issues were noted during setup. The procedure had been in progress for 60 minutes when the issue occurred. According to the customer, the issue was not related to the function of an airseal insufflator. The customer reportedly concluded that the subcutaneous emphysema could be related to a retraction of the airseal trocar, and the co2 went through the tissue and got diffused.